Manufacturer narrative:
The lot number was provided; therefore, the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that after deployment of vena cava filter from the right femoral vein under ultrasound guidance, follow-up x-ray imaging demonstrated the filter was upside down in the vena cava. The filter was retrieved the following day with a retrieval cone from the femoral vein and another filter was successfully implanted. No pt injury was reported.